Manufacturer narrative:
The company representative was unable to duplicate the reported problem. He verified entries in the fault log, so as a precautionary measure, the drive manifold assembly (part number 0104-00-0018) was replaced. The iabp was calibrated to factory specification. Performed functional and safety tests. It functioned normally and was returned to the customer. (B)(4).

Event description:
During a routine check of the iabp, the customer observed that upon initial power up of the iabp, he received an "electrical test failure code #58 (power-up vent test failed). Customer received the same message three times. Iabp was removed to be serviced. No patient was involved.